Event description:
In late 2008, the patient reported that the previous day, while changing the insulin cartridge, the plunger became stuck to the piston rod of the infusion device and insulin spilled into the cartridge compartment. She stated that she pulled the insulin cartridge from the infusion device and she was educated on the proper procedure. She was able to remove the plunger from the piston rod and she switched to her backup infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.